Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high atrial thresholds and the patient experienced chest pain. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.